Event description:
It was reported that during a lap cholecystectomy procedure, once the device was fired, the clips fell out open from the jaws. A new other device was used to carry out the case. No adverse patient consequences was reported.

Manufacturer narrative:
Date sent: 08/11/2008. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.